Event description:
The customer reported that their t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.